Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
This pi is for the allegation of 'cement piece' for patient's right knee in 2014. Upon review by joint replacement research for surgeon's milestone payment, patient was noted to be very dissatisfied with their implant and indicated that patient had since had the implant knee removed, revised, or reoperated on as reported: "cement pieces - 2 cement pieces (2013; 2014)".